Event description:
Patient is an 85-year-old female, resident of (B)(6). On (B)(6) 2024 approximately 2345 an emergent trach change was performed but to patient not being able to maintain adequate tidal volumes. Same size trach was replaced and upon inspection, cuff was noted to have a tear. Patient had a routine trach change done on (B)(6) 2024. Patient was placed back on ventilator with same size trach, vitals were taken and patient was monitored with no complications.